Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it is unknown what adc meter reading(s) were obtained on the reported meter. Note: the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meters. Health professional reported receiving readings of 45 mg/dl, 49 mg/dl, and 48 mg/dl on three different adc meters compared to lab results of 80 mg/dl, 89 mg/dl, and 92 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.